Event description:
It was reported via stelobot, it was reported that a skin reaction at the puncture site occurred. The biosensor was inserted in the arm on (B)(6) 2025, and the arm was cleansed with alcohol prior to insertion. On (B)(6) 2025 symptoms included inflammation and an infection at the puncture site. The customer consulted several healthcare providers who prescribed topical and oral medication. On (B)(6) 2025 the urgent care hcp prescribed an antibacterial cream (bactroban twice a day). Oral antibiotics (doxycycline, dosage unspecified) started on (B)(6) 2025. The area remained infected, and he consulted a dermatologist on (B)(6) 2025 who prescribed oral keflex (cephalexin 500 mg twice a day for 5 days). The keflex was started on (B)(6) 2025 on the day of follow up with the customer. Although the infection had not resolved at the time of contact, the customer indicated he was in good condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).